Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer's insulin pump had a pump error and power loss alarm. Customer¿s blood glucose was 238 mg/dl at the time of incident. Customer's parent also reported that the insulin pump had a stuck button alarm. No troubleshooting was performed. Insulin pump is not expected to return for analysis.